Manufacturer narrative:
Evaluation summary: a kink was visible to the side port tubing. There was no further deformation evident to the device. There was no damage observed to the returned product packaging the reported deformation was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the gap between the end of graft cover and tapered tip of vamf3636c200te may be possibly related to the way the physician held the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captvia stent grafts were intended to be implanted in the endovascular treatment of a imh (aortic intramural hematoma). It was reported that during the index procedure, the physician noted that while delivering vamf3636c200te through the blood vessel, it was noted the tapered tip was loose and an obvious gap between the tip and junction was observed and the tapered tip could be moved. This delivery system was then removed. After opening the package of another valiant captiva stent graft vamf3434c200te, the surgeon carefully inspected the stent and found that the luer connector was damaged. The procedure was then abandoned. As per the physician the cause of the vamf3636c200te event could not be determined. The cause of the leur connector damage was thought to have been squeezing during transportation. No additional clinical sequalae were provided and the patient is fine.